Event description:
It was reported that during a laparoscopic bowel procedure the surgeon fired the device for the first firing with a blue reload and the device locked out, would not fire in addition, the device could not open the device. The surgeon had not placed the device on tissue at the time this occurred. There was no patient consequence reported. They used another device to complete the procedure.

Manufacturer narrative:
(B)(4) premature sled movement. Product code long60a instead of the reported ec60a was received. The device was received with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.